Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see report; 0001822565 - 2018 - 02339. Report source : foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported in-vivo implant corrosion of the trauma plate/screw interface was identified upon removal. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device noted discoloration around the screw hole. Eds semi-quantitative elemental analysis of the discoloration indications on the plate and screw revealed c, n, o, na, mg, p, cl, k, and ca as the major foreign elements. The source of these elements could be from various potential contaminants including biological soft tissue and bone, dried biological fluids (i.e. Blood), bone cement (calcium phosphate-based), corrosion/ metal oxide product or various decontamination solutions (i.e hospital detergents). Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Implant date - unknown date, (B)(6) 2016. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.